Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device was received with minor scratches on lcd window. The device had cracked case at display window corners and broken reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was done. No blood glucose reading provided. Customer stated was setting the insulin pump in her pocket and started beeping. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.